Event description:
It was reported that this pacemaker and two leads were explanted due to infection.

Event description:
Additional information was received indicating that this patient expired ten days after the device system was explanted due to infection. No additional information is available.